Event description:
We received a report of an trochanteric es nail breaking in the (B)(6). This was for a fracture that began in the sub trochanteric region and extends down towards the isthmus.

Manufacturer narrative:
This product was not returned, by examination of the x-rays sent and the complaint description, we believe the es trochanteric nail was used out of indication. The fracture was an oblique fracture that extended into the isthmus (as confirmed by the x-ray). Advanced orthopaedic solutions received notice of this incident on (B)(6) 2015.